Event description:
A genesys procerva procedure set was used during a hydrothermablation procedure performed on (B)(6) 2012. According to the complainant, at approximately nine and a half minutes into the ablation phase, the patient moved, which inadvertently caused the sheath to move outward from the patient which caused a fluid leak from the cervix. The procedure was immediately aborted. Upon examination post-procedure, two separate burns were observed. The first burn approximately 2 cm in diameter was located on the lower posterior cervical lip and the second burn was located 1/2 centimeter into the posterior wall of the vagina. The burn to the posterior wall of the vagina was approximately the size of a quarter. Both burns were identified as first degree in severity. A gauze pad with estrogen cream was applied to the affected areas. Additional information from the attending physician reported on (B)(6) 2012 as a follow up medical examination, confirming the burns have completely healed. There were no further complications reported with this event. The patient condition is reported to be "fine."

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.